Event description:
Consumer complaint of blood result reading of "hi". Performed a back to back blood test: hi and 574 mg/dl. Unsure of her expected blood results because she has just been diagnosed with diabetes. Reviewed the only blood results in the meter memory: hi. On (B)(6), 2014 at 2:44 pm. No adverse event reported.

Manufacturer narrative:
(B)(4). Returned product evaluation indicated that there was no defect found. Most likely underlying root cause of malfunction: test strip issue or user has a high glucose value.